Event description:
A (B)(6) male pt contacted zoll customer support to report bent pins on his electrode belt connector. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent pins or damaged e-belt connector) has been confirmed. Upon eval, the pins in the electrode belt trunk cable connector were bent. The bent pins prevented the e-belt from connecting to a monitor while the pins were misaligned. No adverse event resulted from the damaged electrode belt connector pins. The pt rec'd a replacement electrode belt.